Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. A new reservoir was implanted. No information about the patient's outcome was provided. Additional information received. The original reservoir was herniating out of its original space. This was removed and replaced with a new reservoir and placed back in its new place.